Event description:
During deployment of the flex main body, the physician found withdrawing the first trigger wire difficult. The physician pulled harder on the trigger wire to release it. The graft was moving as the physician was pulling it. No pt harm.

Manufacturer narrative:
Event evaluation: still under investigation.